Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer was unable to locate yellow line on lead screw. Tried several times and ran tow 3.6u primes to no avail.